Event description:
Customer reported that a patient sample with a positive antibody screen (1+) showed no reactivity when tested with vra179. The customer then tested the sample against 0.8% resolve panel b, which is the customer's protocol, and the anti-e reacted as expected. Further testing was performed with a freshly opened set of cells. Customer observed weak reactivity with the e+ cells. Customer performed testing to confirm the reactivity of the e antigen. Satisfactory results were observed.

Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. All results were satisfactory. (B)(4).